Event description:
Olympus was informed that during a subtotal hysterectomy laparoscopic procedure, the probe tip broke off inside the patient. The probe tip was retrieved from the patient and no patient injury was reported. The procedure was successfully completed using a different but similar device.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. It additional information or if the device is received at a later time, this report will be supplemented.